Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECGs non-functional) was isolated to a damaged lead 1 wire in C and D cable. The root cause of the damaged wire cannot be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A US distributor reported that a patient was experiencing adjust belt messages.